Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product evaluation summary: the lead full lead was returned and analyzed and no anomalies were found. (B)(4).

Event description:
It was reported that during implant attempt the physician was unable to position the lead due to the patient&#38112;anatomy and there were low high voltage impedance measurements. A new lead was implanted. No patient complications have been reported as a result of this event.